Event description:
It was reported that a patient underwent a right total knee arthroplasty procedure on (B)(6) 2011 and topical skin adhesive was used on the skin. On (B)(6) 2011, a culture was done and identified (B)(6). The patient was put on vancomycin for seven weeks. The patient still has mild drainage but no pain and does not want more surgery.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a right total knee arthroplasty procedure on (B)(6) 2011 and topical skin adhesive was used on the skin. On (B)(6) 2011, the patient developed a surgical wound infections and a culture was done and identified enterobacter cloacae and enterococcus faecalis. A culture was also done on (B)(6) 2011. The patient was started on vancomycin on (B)(6) 2011 for six weeks. The patient still has mild drainage but no pain and does not want more surgery.